Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation. Actual device reviewed, review of the DHR was conducted. No failures found for the DHR review, but problem could be contributed to the hand loading of scalpels during packaging, handling and storage. Deficiency in either the handling/storage of the product, or the end user's technique in opening the package.

Event description:
Employee abdominal area was punctured when he was opening the package; the scalpel came out with the safety lock shield in the open position.